Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was received that stated a phlebotomist received a needle stick. The incident took place at the conclusion of a blood draw using a system with a safety butterfly needle. The phlebotomist was attempting to engage the safety device. She believed that the device was safed, however, she was stuck by the exposed needle tip. The phlebotomist is reportedly receiving medical treatment consistent with blood exposure.